Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. It was reported the patient had a tendon repair for a ruptured tendon. A tendon rupture is common in adults. As tendons age, they tolerate less stress, are less elastic and easier to tear. It can be caused by a direct trauma to the knee. The treatment depends on individual pain thresholds, tissue repair rates, and extent of the damage. Tendon ruptures can be treated conservatively or surgically. A rupture can lead to a decrease in knee flexion and aids in walking, running and jumping. It was noted that there were no problems with any of the implants at the time of surgical repair of the tendon rupture and instead components easily exchanged were replaced proactively. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2021-03153, 0001825034-2021-03154, 0001825034-2021-03156, 0001825034-2021-03157, 0001825034-2021-03158. Medical product: oss axle item# 150480 lot# 138830; oss poly tibial bushing item# 150476 lot# 106160; oss reinforced yoke item# 150493 lot# 594180; oss poly bumper lock pin item# 150510 lot# 154170; oss tibial poly bearing 14mm item# 150411 lot# 815020. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure seven days¿ post implantation due to a tendon tear. The poly, bushings, axle, yoke, and locking pin were exchanged. There is no additional information available.